Manufacturer narrative:
The customer's meters and test strips were requested for investigation. The customer's test strips were returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter (meter a) serial number (B)(4) compared to a another accu-chek inform ii meter (meter b) serial number (B)(4). At 20:35 the result from meter a was 557 mg/dl. At 20:38 the result from meter a was 332 mg/dl. At 20:42 the result from meter b was 368 mg/dl. The patient did not have a serious injury or receive treatment/delay in treatment based on the meter results.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned strips were observed to be in acceptable condition and all testing were within specification.